Event description:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device is sparking when performing the triggering. It is unknown if the event occurred during clinical use, but there was reportedly no adverse event. Available details indicate that the device had exhibited symptoms of a failure as the device was sparking when triggering. A good faith effort was made to obtain additional information associated with this reported issue, but there is no additional information available. Follow-up findings reveal that the device had reached the end-of-life (eol) status. The customer was made aware of the eol terms and the eol letter was sent providing information that there are no longer parts available to repair the device. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device is not expected to be returned for additional investigation as no replacement will be provided. Device remains at the customer site. Because the device reached the eol status, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was made aware of the eol terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.